Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and had blank display. Customer was at the beach with their brother doing water activity, the pump then stopped working due to turning off. Customer father stated when the battery was removed it did feel damp like moisture got inside the compartment and the pump was not able to turn on. Customer stated o-ring on the battery cap was in place and free of debris. The battery cap was not damaged. The insulin pump had crack on the top of the battery compartment of the pump case where the battery cap screws in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.